Event description:
It was reported that during a da vinci s hysterectomy procedure, while dissecting tissue, the tip of the monopolar curved scissors (mcs) instrument broke off and fell into the patient's abdomen. The broken piece was retrieved and the planned procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the instrument was returned with one scissor blade broken off and is missing. The blade fractured at the cross section of the cable crimp and the fracture plane is straight. The tip of the intact blade does not exhibit any damage. The instrument passed electrical continuity testing. No other damage was found.